Event description:
On (B)(6) 2012, dr (B)(6) (interventional radiologist at (B)(6)) placed a single valve denver shunt for non-malignant ascites. On (B)(6) 2012, the patient presented with excessive fluid accumulation in the abdomen. On fluoroscopic examination dr (B)(6) reported that contrast was seen flowing from the distal (venous) end of the shunt into the peritoneal cavity. Based on this observation he concluded the valve on the shunt was not working and replaced the single valve shunt with a new double valve shunt. Dr (B)(6) also noted that when he examined the explanted single valve shunt, the pump chamber was full of blood. Additional comments: this patient had a double-valve denver shunt placed for non malignant ascites in 2010. The shunt functioned well for approximately two years. On (B)(6) 2012, dr (B)(6) explanted the double valve shunt and replaced it with a new single valve shunt. Dr (B)(6) said that even though the first double valved shunt worked well for nearly two years, he decided to replace it with a single valve shunt based on the recommendation that for thick chylous fluid a single valve shunt should be used. The physician indicated that unfortunately he did not realize that the pumping method the patient performs to flush the single valve shunt was different than the double valve shunt, and that requiring the patient to manually compress the tubing above the pump chamber was much more difficult and may have contributed to the early failure. On (B)(6) 2012, the sales representative ((B)(6)) clarified that the double valve shunt the patient had in 2010, became occluded due to the patient's chylous fluid, not due to a defect of the shunt. On (B)(6) 2012, the sales representative confirmed that there was no patient injury or other intervention required other than putting in the new shunt and that the patient is doing fine and the new shunt is working well.

Manufacturer narrative:
(B)(4). Evaluation summary: one (1) shunt valve was provided for evaluation. Functional testing of the shunt valve was able to confirm the reported condition. Examination of the shunt valve showed a thrombus (blood clot) blocking the valve passages. Dissection of the shunt valve found no manufacturing defects that may have contributed to the reported condition. A review of complaint data did not identify any trend with this or similar failures. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported condition. A review of the manufacturing device history record (DHR) could not be performed as the lot number was not available. Based on the investigation results, the root cause was identified as a thrombus blocking the shunt valve passages. This complaint will be added to the complaint tracking system and monitored for any reoccurrence to identify the need for further action.